Event description:
It was reported that during a colectomy procedure, the device did transect the howel, but did not staple. Hand sewed the opening. The patient is currently okay.

Manufacturer narrative:
Information anticipated, but unavailable at this time.